Manufacturer narrative:
No further patient injury information could be obtained by bvi. Bvi has concluded that this incident may be attributed to human error. No corrective action will be taken at this time. Test results from bvi indicates that no failure should occur during normal use when the cannula and syringe are properly installed based on the intended use of the product. Scientific literature is available regarding cannula-associated ocular injuries (coi), though incidences are rare, clinicians should be securely attached onto the connecting syringe.

Event description:
It was alleged the cannula, "flew off syringe into patient's eye while irrigation of the corneal wound was being performed at the end of the cataract surgery. A small tear occurred."